Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened arterial catheterization set. No signs of use were observed on the kit or any of the components inside the kit. Visual analysis revealed that the catheter body was separated from within the juncture hub. Initially, no obvious remnants of the catheter body were left inside the juncture hub; however, the juncture hub was cross sectioned and approximately 2mm of the extrusion was still molded inside the juncture hub. The customer was contacted to address the discrepancy with the stretching. The customer indicated "once the problem was detected in the patient, they removed the product and when they had it in the office they looked at it. Some separated by themselves when they opened them, and some others when they pulled them little." Therefore, the circumstances surrounding the separation likely occurred as a result of a pulling force applied by the customer during testing of inventory. The length of the separated catheter measured 84mm which is within the specification limits of 82-86mm per the catheter product drawing. The catheter body outer diameter measured 1.04mm, which is within the specification limits of 1.04-1.09 mm per the catheter extrusion graphic. Minor force was applied to the separated catheter segments. No obvious brittleness was observed anywhere on the catheter body. A complaint history review for the reported failure mode (catheter separation) over the past 5 years ((B)(6) 2018 thru (B)(6) 2023) was performed for all finished good part numbers containing catheter pcz-00820-002. All complaints identified as presenting this failure mode were reported from this same customer ((B)(6)). No other similar complaints have been reported from any other customer. A review of sales for the same finished good part numbers over the same timeframe identified a total of (B)(4) ea sold globally in (B)(4)different countries ((B)(4)). This indicates that the reported issue is isolated to this specific customer. A device history record review was performed, and no relevant findings were identified. The customer report of a separated catheter body was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body of the returned device was separated from within the juncture hub. Further communication with the customer revealed that inventory samples of sac-00820-pbx were "pulled" to test for brittleness, which is consistent with the stretching observed on the returned device. Based on this response, the stretching observed is likely a result of the customer applying a pulling force; however, it cannot be verified if the damage at the point of separation was already present or if it is a result of the stretching. No brittleness was observed on the returned catheter and a device history record review did not reveal any relevant findings to suggest a manufacturing related issue. Based on these circumstances, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4).